Manufacturer narrative:
The manufacturer previously reported a failure of the power supply. The power supply was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power supply failing was due to integrated circuit (u1) having fracture damage.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power supply was replaced to address the issue. A failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.